Event description:
Event description guidant's reliability assurance department received information that during an attempted implant on february 18, 2005, this lead was not implanted due to reports of "no capture".